Event description:
It was reported to st. Jude medical that noise was observed on stored electrograms, resulting in >255 aborted shocks. It was also noted that the unloaded battery voltage was 2.0 past the end-of-service recommendation. The ICD was explanted.